Manufacturer narrative:
On 3003721894-2016-00004 is associated with (B)(4) polident denture adhesive cream.

Event description:
Accidental device swallow [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental ingestion of product in a patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number (B)(4), expiry date june 2016) for product used for unknown indication. On (B)(6) 2015, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental ingestion of product. On an unknown date, the outcome of the accidental ingestion of product was unknown. Additional details, this case was received from a more than 60 years old consumer's son. The consumer began to use polident denture adhesive cream (lot no. 13273a, expiry date: june 2016) from (B)(6) 2015, every time when he used it, he used 3 point to adhesive (green bean size for each point). But sometimes, the adhesive cream spilled out, the consumer swallowed a little of adhesive cream. There was no concomitant drug, the consumer had no allergic history and medical history. Action taken for the polident denture adhesive cream was unknown. Follow up information received on 13 january 2016: the patient continued to use polident denture adhesive cream and had no discomfort.